Event description:
During patient use, an "o2 sensor error" alarm occurred. Calibrating the o2 sensor could not solve the issue. The issue was solved by replacing the o2 sensor. No serious injury was reported in this case.

Manufacturer narrative:
Although requested, no additional patient information was provided.